Manufacturer narrative:
See scanned page.

Event description:
It was reported the pt lost simulation sensation. The loss of efficacy occurred following a fall. The pt condition worsened over the course of the week. The pt had multiple falls during the week. It was also reported the pt had an infection. The site of the infection and device relationship was unk at the time of the report. The pt had been in to see their physician in the last week. Additional info received indicated sometimes in 2008, it was noted, following a fall, the pt had some drainage at the old incision site. Neurosurgery evaluated the wound and antibiotics and betadine dressing changes were ordered. Since that time the incision has been doing fine. The device was reprogrammed in early december and no further changes have been needed. The hcp stated the patient falls were unrelated to the device system. The pt had balance issues and falls prior to the device being implanted due to her diagnosis of pd (parkinson's disease). See MFR report #3004209178-2009-00548.